Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted. No further details were provided.

Manufacturer narrative:
Analysis of the pump revealed in the pumphead there was a deformed pump tube. Further analysis of the pump indicated that pump was programmed to the stop mode most likely in preparation for explant. The ir log indicated a motor stall recovery indicator. Dispense testing passed for accuracy but failed for odd looking graph. Upon destructive analysis it was discovered that there was plenty of moisture droplets present and the outlet of the pump tube looked bent and deformed. No tube breach was found during analysis. Pump analysis photos to show the tube wear. Concomitant medical products: model 8703, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2012. Product type: catheter. (B)(4).